Manufacturer narrative:
(B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, and from the view of the scope camera, the suture looked loose and zig-zagged. It was also noted that there was no audible click heard when the handle was rotated. The procedure was completed this time. Additionally, there was no difficulty upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.